Manufacturer narrative:
Examination of the returned devices confirms the reported disassociation. It is possible that damage to the rim of the acetabular cup was caused by repeated impingement. If this was the case, it is possible that the liner was eventually forced out of the cup because of that same impingement. However, the data is not complete enough to specify any one cause of the implant disassociation. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. The complaint database search identified a previous related report against lot(s) cy5e71000 and c2vc71000. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A worldwide complaint database search found no additional related reports against the remaining provided product code/lot code combination(s). The investigation can draw no further conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address poly wear causing the liner to disassociate from the cup and create metallosis. Wear was noted on the head.

Manufacturer narrative:
The investigation has been reopened due to receiving product. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).